Event description:
It was reported that the system locked up during an exposure causing the image to not preview and the patient to be re-exposed. The site had to turn off main power switch and reset the ups and the system after that the system is working as intended.